Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on unknown date. During the procedure, the clip failed to release from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip failure to release from catheter. Correction: d4: model number, e4: init rptr also sent rep to FDA block h11: investigation results the returned resolution 360 clip was analyzed, and visual inspection found that the device was returned with the clip assembly detached but not fully deployed since no activations were performed, both arms bent, and evidence of full deployment. The microscopic examination found evidence of full deployment and both arms bent. Dimensional analysis was performed between the hooks of the bushing, and both sides were noted to be within specification. The reported event of clip failure to release from catheter was unable to be confirmed. The investigation did not identify any problems related to the reported issue, clip failure to release from catheter, as the clip assembly was returned in a fully deployed condition. Therefore, device problem excluded was initially selected as the analyzed cause code for this failure. However, during product analysis, it was found that the clip assembly was returned fully deployed but without evidence of activation. The most likely explanation is that an attempt was made to grasp more tissue than the clip assembly is designed to accommodate. As a result, during deployment, activation did not occur because the clip arms were unable to fully close and were already bent due to the excessive tissue. These remain hypotheses. For this reason, the analyzed cause code for this failure is concluded as unable to exclude device problem. A risk review was completed and confirmed that the event of clip failure to release from catheter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all additional information, the most probable root cause assigned is device problem excluded.

Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on unknown date. During the procedure, the clip failed to release from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No more information obtained despite good faith efforts.